Event description:
It was reported via repair work order that the load wheel casting was broken which could prevent the cot from being loaded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.